Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no problem was noted with the device. Upon functional testing, it was noted that the end of the internal shaft is blocked, preventing the needle from being inserted. The most likely cause of the reported failure is wear and tear.

Event description:
On 08/03/2022, it was reported by a facility representative via (B)(4) that a ar-12990 knee scorpion is jammed up internally. This was discovered during an unknown time, with no patient effect reported.